Manufacturer narrative:
The clinical evaluation confirmed the patient had stenosis along with a presumed stent collapse. A manufacturing or design issue has not been identified or suspected based on the evaluation od the reported event. Devices were not for evaluation. Root cause is inconclusive, there is not enough information to determine the root cause of the event. Potential contributing factors include off label use, a calcific ledge in the distal aspect of the common iliac artery-pre-existing pvd, suspect off-label iliac diameter of <10mm. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated and a suprarenal aortic extension on (B)(6) 2015. Patient was diagnosed with a flow limiting stenosis and the physician elected to implant a limb extension to resolve the issue. The patient is in stable condition.